Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the keypad button cover was intact with no evidence of peeling. All of the keypad buttons were responsive. The keypad was removed and there was evidence of contamination was found under all key contacts. Unrelated to the contamination, all of the button symbols on the keypad cover were worn and illegible.